Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging unknown issue with a one touch ultra meter. The patient indicated that the alleged issue started or occurred 4 years ago on an unspecified date/time. Due to the alleged issue, the patient claimed that she developed symptoms of thirst, blurred vision, and shakiness 3-4 months after the alleged issue began. The patient also claimed that during the time of concern, she had a doctor's office visit and her blood glucose was tested by a lab. The patient was unable to recall what results were obtained by the lab but she mentioned that the results were high. The patient also claimed that the doctor increased her dosages of metformin and glipizide. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, if the patient was able to test her blood glucose on another device during the time of concern, what her last meter reading was before the alleged issue began, approximately what date/time the alleged issue began, and approximately what date/time the symptoms started. In addition, it would have been helpful to know approximately what date/time the doctor's office visit was and when the lab tests were performed. The reported products were already disposed of when the patient contacted lfs on (B)(6) 2010. The patient was sent replacement products. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began.